Event description:
Olympus was informed that following a therapeutic laparoscopic for uterus removal procedure, the users discovered that the distal end of the subject device was broken off. The user facility reportedly performed an x-ray, and the device fragment was located in the pt's body cavity. The fragment was reportedly removed laparoscopically. The device fragment was said to have been 17 mm in size with no sharp edges. There was no pt harm reported.

Manufacturer narrative:
The reference device was returned to the original equipment MFR (OEM) for investigation. However, the device fragment was not returned. The device was determined to have fractured 17 mm from the distal end. There was no evidence of scratches or other physical damage at the fracture site. The mfg history for the probe was reviewed, and no irregularities were noted. Based upon the results of the investigation, the exact cause of the reported phenomenon could not be determined. User handling cannot be excluded as a potential contributory event. This report is being submitted as a medical device report in an abundance of caution.